Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead which triggered a lead safety switch to unipolar mode. The patient was brought to an in-office check and noisy signals over sensed were also noted. Troubleshooting options were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported.